Event description:
It was reported that following a cataract plus trabecular microbypass stent system procedure, one of the two stents was observed floating in the anterior chamber (ac) postoperatively. Additional information is being requested.

Manufacturer narrative:
The device was not available; therefore, product testing on the actual device could not be performed. The device identifiers were not provided; therefore, the device history records for this device lot number could not be reviewed. A review of the device labeling was completed. Dislocated stent is identified in the labeling as a known inherent risk of trabecular micro-bypass stent procedure. The IFU adequately provides instructions for stent implantation, precautions, and warnings for the proper use and handling of the device. The reported event is an established risk associated with use of the device, which is clearly specified in the product's' labeling. Based on the information received, the root cause of the reported event could not be conclusively identified. MFR# reference: (B)(4).